Manufacturer narrative:
E1: initial reporter address: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the cassette is not attaching. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. Visual evaluation found moderate bubbling of the downstream occlusion (dso) seal and a broken battery compartment. Service history review identified there was no indication the complaint was related to previous service of the device. Device failed downstream occlusion test and primary problem that the cassette is not attaching was replicated. Cassette was attaching but downstream occlusion test failed. Found defective dso sensor. The dso sensor was replaced.